Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead delivered an inappropriate shock due to noise and oversensing. Fluoroscopy of the lead showed that that the lead was kinked and it opened and closed with respiration. The lead was capped and replaced. No further patient complications have been reported as a result of this event.